Event description:
It was reported by service report that the patient head left caster stem had snapped off where the actuator rod passes through. The customer reported that they did not know if there was nay patient involvement or if there were adverse consequences to report.